Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2020. The patient was having an unspecified surgical procedure and was told that after he was anesthetized, the sensor was removed, and an infection and cellulitis was identified. He stated that he experienced a burning sensation at the insertion site prior to surgery. He was treated with antibiotics via intravenous (IV) therapy and hospitalized for a week. No additional patient or event information is available.